Event description:
It was reported that the zimmer air dermatome was skipping, and there was no patient involvement. Customer follow-up communication found no patient harm occurred in this incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.